Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via logs logging 23137 & replicated in-house. Unit was tested on in-house system where it failed normal mode logging error 23118. Unit was also tested on pftp where it fails pitch cva cha logging errors 23118/23008. A golden pitch cva pca was installed & unit passed on retest. As the root cause the pitch motor module will be replaced. The complaint was confirmed by failure analysis. The probable root cause is attributed to mechanical defect of the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was physical damage noticed on universal surgical manipulator (usm) 4. The round cover on the side of the usm was missing and the cable appeared to be severed. The caller was able to disable the usm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.